Manufacturer narrative:
The product was evaluated at the facility by an independent svc tech. The claim of unintended movement could not be duplicated. A tech returned 3 times over the course of the month and could not duplicate or find any fault with the device.

Event description:
The facility claims the table moved on its own with no pt on table.